Event description:
It was reported that a spectrum pump displayed sys error 105. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported sys error 105, which was observed during power up. Sys error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.